Event description:
It was reported that the patient had an overstimulation sensation. The patient reported that she was charging her implantable neurostimulator (ins) while moving her vehicle from one location to another and the device started ¿going off.¿ the patient stated that ¿both legs were going¿ and described it as ¿jumping, jolting, and jittering.¿ it was noted that the patient stimulation was off and that this started one hour prior to the report. It was also noted that the patient was on vacation and did not have her patient programmer with her but had her implantable neurological stimulator recharger (insr). The patient reported that her left side device was ¿discharging¿ and she couldn¿t make it stop. Patient stated she was very uncomfortable. It was noted that the device on her left side covered her lower body and the device on her right side covered her upper body. The patient also stated that she fell 6 weeks after implantation and had fallen 20 times since then. It was later reported that when stimulation was turned on and off, the patient had an overstimulation sensation. It was noted that the clinical programmer showed an ins off icon but the patient felt uncomfortable stimulation in thighs, calves, and bottom of the feet, which is where the patient typically felt stimulation from her left ins. It was noted that the left ins was for the lower half of the body (waist down) and the right side ins was for both arms. It was noted that the overstimulation started the morning of the report while the patient was driving and recharging her left ins. Having already charged the right ins on the morning of the report, the patient went to charge the left ins and was getting six coupling boxes shaded. The patient was in the car when charging and turned right and left, and when turning left, it started shocking the patient. The patient stated that she had both hands on the steering wheel when this occurred. It was noted that the patient had been charging for an hour and the stimulation was off. She was coming in and out of small towns with little to nothing in the environment around her. At the time of the shocking, the patient was driving on back roads by a high school. The person riding with the patient saw radio towers but they were not around at the time of the shocking. The patient reported that prior to the morning of the report, she had last charged 4-5 days ago and prior to that, it was 1-2 weeks. The patient reported that the battery had gotten low before but it had been several months. The patient stated that it was possible that the ins on/off buttons on the insr were pressed while recharging since the recharger was in her pocket when driving, but the patient noted that she did not intentionally press those buttons. It was further reported that on the day of the report, the patient¿s right ins was checked and there was a power on reset (por) message. The por was cleared and there was a normal recharging session where the ins was 70-80% charged. Then the patient¿s left ins was checked and there was a message that stated an overdischarge had occurred. It was noted that a por message was not seen when interrogating the left ins. It was reported that when two programs were turned down to 0.0v and the ins was off, the patient continued to feel stimulation. When the ins off button on the insr was pressed, there was a message that the ins was depleted. When the green start charge button was pressed, the left ins was able to normally charge and the last quarter of the ins battery icon was blinking. It was noted that the patient was still feeling some stimulation and the manufacturing representative suspected that it was a carryover from the overstimulation on the morning of the report. It was noted that when the manufacturing representative toggled the left ins on and off with the clinician programmer, the patient did not feel any change. The patient stated that she was no longer being shocked but felt low sensation in the legs. The patient reported no falls or trauma related to the overstimulation on the day of the report. It was noted that the patient had an overdischarge about 2-3 years ago. The last clinician programmer session was on (B)(6) 2012 and the patient stated that the overdischarge had occurred before that date. It was later reported that on (B)(6) 2013, the patient¿s left unit in her butt cheek was discharged and went ¿freaking wild¿ and it hit her like a ¿full blown tin.¿ it was noted that the ins was turned off and it took four and a half hours to turn the stimulation off. The patient stated that it ¿was not a pretty scene¿ and that this was the second time it had happened to her. The patient reported that in (B)(6) 2010 or in the (B)(6) 2011, it was her right side. The patient stated that she was in the middle of eating dinner and the ins ¿went crazy¿ on her. The patient noted that she was unsure of the dates or time. It was later reported that the patient was able to charge without a problem. It was noted that the stimulation was turned on and ¿all was fine¿.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2008: product type implantable neurostimulator; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008: product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008: product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008: product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008: product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008: product type programmer; patient product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008: product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008: product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008: product type lead. (B)(4).

Manufacturer narrative:
Continuation: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2008 explanted: (B)(4) 2018 product type implantable neurostimulator product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2008: product type lead UDI: (B)(4) fdd: (B)(4) applies product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2008: product type lead UDI: (B)(4) fdd: (B)(4) applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that impedances were tested during the (B)(6) 2018 ins replacement and they were within normal limits. They had no information regarding why the patient thought their lead went dead; the patient was new to the hcps facility and they were not made aware of what had occurred prior to replacement. There have not been any reports to the hcp or there of overstimulation, epileptic seizure like symptoms or the inss going off at will since the (B)(6) 2018 ins replacement. The ins devices that were explanted on (B)(6) 2018 were discarded by the customer. It could not be confirmed if the lead(s) had migrated since the hcp has not been provided with prior notes or x-rays to indicate the original location of the leads, however it was noted that one of the cervical leads was lower than the other. It was reported the patient was satisfied with the stimulation post procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's devices would "go off at will", and they were unable to control their devices with the programmer. The patient would have "epileptic seizure like symptoms". It was reported the patient had a hard fall in (B)(6) 2009 when they tripped, fell and slid down their driveway, which was a big hill. They had notified a manufacturer representative (rep) the same day it happened but the rep did not meet with them until the next day so they experienced the symptoms for 12 hours. It was reported their symptoms had been resolved after meeting with the rep. Additional falls were reported to have occurred sometime between 2009 and 2018, and another hard fall in (B)(6) 2018. Two other incidents of the devices "going off at will" were reported to have occurred while the patient was riding a bike in (B)(6) 2010 or (B)(6) 2011, and again occurred when the patient was on vacation in northern (B)(6) about 6 months to a year after the incident on the bike. When in (B)(6), the patient was around "500 million cell towers", which were "doing weird stuff". The patient has met with reps several times for reprogramming to address the devices "going off at will". The patient then stopped feeling stimulation sometime between (B)(6) 2016 and (B)(6) 2017 because the ins devices had gone dead due to normal battery depletion. The patient had not been able to schedule a replacement surgery prior to the ins devices going dead because they couldn't find the time to do so, but on (B)(6) 2018, both ins devices were explanted and replaced. The patient had met with a couple of reps after the replacement surgery for programming and one of the reps had told the patient they thought one of the leads had movedbecause of the previous falls. It was also reported the patient thought their "lead went dead". No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead, (B)(4); product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative on 3/27/2018 reported that impedances were also normal at post-op visit and patient is receiving effective therapy.